Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on information reviewed, the reported visualization issue and positioning failure were related to patient morphology/pathology, and tissue damage was related to procedural conditions. Additional therapy/ non-surgical treatment was a result of procedural conditions as an additional clip was implanted. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure performed to treat mixed mitral regurgitation, with an mr grade of 4. Imaging was challenging, due to the anatomy and the imaging equipment. The first mitraclip delivery system (cds) was advanced towards the mitral valve and was implanted in a2/p2, without issue. To further reduce mr, a second clip (ntw lot 00403u184) was advanced. Multiple grasp attempts were made, the anterior leaflet was difficult to grasp and the leaflets would not remain captured. Leaflet insertion could not be verified. The leaflets were eventually grasped; however, when undoing the lock lever cap and lockline, mr was getting worse, so clip deployment was stopped. It was observed that the anterior leaflet came out of the clip. The lockline was re-wrapped on the device and the cap was placed back. Re-grasping was unsuccessful, the clip was not implanted and was removed. The clip caused damage to the anterior leaflet, a flail chordae and some frayed tissue were noted. Two additional clips were implanted, reducing mr to 3+. No additional information was provided.